Event description:
Boston scientific received information that the patient experienced a syncopal and a near syncopal eppisode. The clinician contacted boston scientific technical services (ts) to assess a pacemaker mediated tachycardia (pmt) electrogram (egm) strips for right ventricular (rv) capture. Upon review of the egm, ts stated that there did appear to be deflections on the rv channel, however it was noted that the rate sense channel is not the best tool for assessing rv capture. Ts recommended seeing the patient in the office. The clinician indicated that the patient was seen in the office with good capture thresholds of 0.5 volts and noted that they also had the patient wear a holter monitor for 48 hours, which indicated 100 percent capture. Ts discussed further programming options. The clinician stated that at this time they would schedule the patient for a follow-up in the future. The system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The pacemaker was explanted over three and a half years later during an upgrade procedure to a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported and the device was returned for analysis.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.